Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned for av sticky valve. During mock infusion testing, the pump experienced a sticky valve failure. Log files confirm multiple sticky valve failures. Device was opened to inspect for damage. One wifi antennae near the vr motor assembly is loose and needs to be re-seated. Multiple screw mounts for the main pcba on the front housing are damaged. The fva assembly pins and channels were cleaned. Device was run through mock infusion testing again and passed with no failures.

Event description:
The following has been reported: biomed reported: pump have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Pump problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.